Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was implanted at level c5-c6 on (B)(6) 2014 with a pro disc-c. The implant was removed on (B)(6) 2014 due to the pro disc- c moving out of position and patient pain, the hardware was found to be intact; the area was fused once the implant was removed. There was no reported surgical delay. Reportedly, the procedure was completed successfully. This is report 1 of 1 for (B)(4).